Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) unopened racepacks. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, there are no units in stock. Tested the knot security control of the samples received and the results are in the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: complaint not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. You will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Knot opens autonomous, burst open, reopens. Knot does not hold. Customer observed this problem about 50 times. (B)(4) samples will be forwarded for inspection.